Event description:
It was reported that during follow-up, the atrial lead exhibited low impedance. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.